Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from USA stating that the device had a heat issue. The device was not used in surgery. It is unk if injury, surgical delay, or medical intervention occurred. There is no add'l info provided.